Event description:
Following an ablation procedure, during removal of the sheaths, a portion of the introducer separated entering the pt. The portion of the introducer was successfully removed with no consequences to pt.